Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. As received, the belt failed to communicate with a test monitor. Upon evaluation, the yellow (pgnd) wire was open inside the trunk cable. The cause of the electrode belt communication failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the electrode belt was causing service code 204 (belt/monitor communication issues).